Manufacturer narrative:
It was reported that the customer experienced multiple blood glucose (bg) levels ranging from 38 mg/dl to 47 mg/dl. In addition to overbolusing, contact believes cause could possibly be related to customer's hormones as customer is going through puberty. Reportedly, customer was using fiasp for insulin therapy. The customer was instructed to consult with healthcare provider regarding bg level. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided), sweating, and shaking. Reportedly, for two low bg levels, the cause was related to customer overcorrection via bolus for a prior bg. The cause for the other bg levels was unknown. Reportedly, the customer required assistance from parent to treat bg level. No additional information was provided.